Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions g4 - PMA/510(k)#: k163468.

Event description:
User pulled the trigger during stent deployment, but found out the stent cannot be deployed. User changed to a new device which is successfully deployed. "A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence." 1. At what stage of the procedure did the complaint occur? During stent placement evolution 2. What endoscope type and channel size was used? No information provided 3. What was the position of the elevator? Was it opened or closed? Close 4. Details of the wire guide used (diameter, type, make)? Metii-35-480 cook,metii-35-480 5. Was the zip port facing upwards and slightly curved when backloading the wire guide? No information provided 6. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? Yes 7. Please advise the anatomical location of the intended target site. Colon 8. How long was the stent in the patient by the time this complaint occurred? No. 9. For devices where the IFU states for longer term patency has not been established, was periodic evaluation complete and how often? No information provided IFU 10. If yes, how often was this completed? No information provided 11. Did the patient require any additional procedures as a result of this event? No information provided. 12. What intervention (if any) was required? No information provided 13. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? No information provided. 14. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No information provided 15. If yes, please specify what was observed and where on the device it was observed. No information provided. Stricture information: 1. What was the length and diameter of the stricture? No information provided 2. Where was the stricture located in the body? No information provided 3. Was there resistance felt passing wire guide through stricture? No 4. Was there resistance felt passing the evolution through stricture? No 5. Was the stricture dilated before stent placement? No questions related to during insertion into patient 1. Was the product inspected for kinks or damage before use? Yes 2. Was resistance felt during insertion into patient? If yes, at what point? No. Questions related to during stent placement 1. Did the product fail during stent deployment or recapture? No information provided 2. Was the directional button pressed during use? No. 3. Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? Stent tip released a little 4. Was the yellow marker kept in view during deployment? Yes 5. Are images of the device or procedure available? No information provided questions related to during introducer withdrawal was final stent placement confirmed using endoscopy / fluoroscopy? If yes, what was used? No information provided 1. Did the stent open sufficiently to allow withdrawal of introducer safely? No information provided. 2. Was the safety wire fully removed before removing the delivery system? No information provided 3. Did any part of the product snag/get caught with the stent when removing the delivery system? No information provided 4. Are images of the device or procedure available? No information provided questions related to during stent repositioning/removal 1. What instrument was used for stent repositioning / removal? Forceps, snare¿ no information provided 2. Was the lasso (suture) loop used during repositioning / removal? No information provided.